Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injector slider got stuck at the halfway mark against the xen®45 gts. Xen was removed and surgery was completed with another xen in the left eye. There was no eye injury.